Event description:
Information was received that the cadd legacy pump had error no disposable error message. Patient confirmed cassette is properly connected as well as the tubing. Patient switched to backup pump with no issues. Dose or amount: 60nkm, frequency: continuous, route: intravenous. Dates of use: from 2018 to current. Infusion is life sustaining. No reported adverse effects.